Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, also alleged for over delivery anomaly, difference between blood glucose and sensor glucose values, received calibration not accepted alert and no longer confident in using the transmitter resulted in multiple low blood glucose alerts. The customer reported blood glucose value of 30 mg/dl. The customer had an emergency service dispatched and treated by drill into the femur to get the glucose in the system. Symptoms witnessed at the time of admission: loss of consciousness. The event involved products mmt-1884, mmt-7040ma, mmt-396a and mmt-332a. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between blood glucose and sensor glucose values. The customer blood glucose was 50 mg/dl and sensor glucose value was 72 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 22 mg/dl. Troubleshooting was performed for sensor alert. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. Mmt-7040ma was requested and customer response was the device will be returned. Mmt-396a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.